Manufacturer narrative:
(B)(4) d10 - associated medical devices: tprlc 133 mp type1 bm ho 10.0; item# 51-117100; lot# 6886974, g7 neutral e1 liner 36mm f; item# 010000858; lot# 7252593, g7 osseoti 4 hole shell 56mm f; item# 110010246; lot# 7250824. G2 - foreign: australia the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision procedure approximately one year and nine months post implantation due to pain and discomfort related to increased leg length, and offset from primary hip surgery. The femoral stem and head were exchanged. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Radiographs were provided and reviewed. Not submitted to mmi for assessment as this would not enhance the investigation. The allegation is related to pain/discomfort (not an observable/confirmable symptom on imaging) related to increased leg length (full length leg images not provided) and offset from initial surgery. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.